Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 46 mg/dl. The customer stated they went too long without eating so they ate some grape juice and dinner. Customer declined troubleshoot for low blood glucose. It was unknown that auto mode feature was active or not at the time of reported low blood glucose event. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.